Event description:
Films were received and reviewed: angio images at the time of implant show the ipsilateral limb and ipsilateral extension were placed on the right side. The most distal 2 or 3 stent rings of the ipsilateral extension were placed within the right external iliac artery; distal to the coiled internal artery. The most distal stent appears significantly oversized within the external iliac artery, and still images during final angio show possible flow disruption and thrombus formation within the distal stent graft. Cine's were not provided to adequately assess the flow. Cta 22 days post-implant show that the right limb is completely occluded beginning at the flow divider. The aaa diameter is 4.5cm, and the right common iliac aneurysm is 4cm maximum. A fem-fem bypass had been placed perfusing the right side. It is likely that the oversized 20mm stent graft within the right external iliac artery likely caused the stent graft occlusion.

Manufacturer narrative:
Evaluation method: (films).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a saccular 4.8 cm abdominal aortic aneurysm and a 3.7 cm right common iliac artery aneurysm approximately one month ago. The stent grafts were implanted and retrograde shot from the right was done and decided on a 16x10x82 to the external which measured 9mm/8.6mm. Post implant the 16x10x82 did not look right. It was ballooned and re ballooned, did an angiogram, good flow proximally and distal to the limb in the external but it still did not look right. It was noted that a 16x10x82 was not implanted however the tech inadvertently gave the physician a 16x20x82. The physician attempted to replace the wire and stent the external but could not get even a 0.14 wire up the right limb. The high likelihood of limb occlusion was discussed due to excessive oversize in the external. The physician decided to do a femoral-femoral bypass to insure that if the limb thrombosed the patient would be ok. The patient had good femoral pulses before the fem-fem as well as after the fem-fem procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (conversion/bypass). Incorrect technique/procedure (wrong size device used). Conclusion: operational context contributed to event (wrong size device used).